Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a black screen on boot-up. Upon further inspection, the fse determined that host pc stuck in the bios and would not boot to a hard drive or start windows. To resolve this issue, the fse replaced the host pc, hard disk and reloaded the software. After that, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.